Event description:
It was reported that "there was some blood in groshong catheter where as its a valved catheter. There was some blood clot and rupture on the surface of catheter. And dr removed the PICC line to avoid further infection." Additional information received 7 august 2023: the event did not involve an urgent/life threatening medical situation. Customer states the catheter was not broken but "got ruptured". The event did not interrupt or cause a clinically significant delay in treatment. The catheter was removed because the doctor wanted to avoid any upcoming infections. Customer reported "no" when asked if the catheter break was external to the patient or subcutaneous. No piece of catheter was retained in the patient. Customer declined to provide medications used with the catheter. Catheter was secured with statlock. The patient was not harmed.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The device has not been returned to the manufacturer for evaluation. H3 other text : device not returned for evaluation.